Event description:
Subsequent to the initial MDR, additional information became available. Dexcom was made aware on 03/24/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On 03/10/2025, it was reported that the patient experienced a skin reaction with an infection which occurred four days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation, an infection, and soreness under the sensor pod area only. On (B)(6) 2025, the patient consulted an endocrinologist who advised to cleanse the area with alcohol and apply otc topical neosporin ointment. On the same day at 11am, the patient went to an urgent care clinic due to the patient developed a boil at the reaction site. An health care professional (hcp) performed an incision and drainage at the boil site to help release the pus and sent a sample to the laboratory. The patient was prescribed a course of oral antibiotic medication (doxycycline 100 mg, twice per day for seven days). On (B)(6) 2025, the hcp informed the patient that the lab results were positive for a methicillin-resistant staphylococcus aureus (mrsa) infection. She received a different course of oral antibiotic medication (citrofloxacin 500 mg, twice per day for five days). On (B)(6) 2025 at 2 pm, the patient went back to the same urgent care clinic because the infection did not subside, and she was prescribed an additional three-day course of the same citrofloxacin medication. On (B)(6) 2025 at 2:30 pm, the patient consulted her dermatologist who squeezed the infected skin, and took a sample for another lab test, and prescribed a different course of oral antibiotic medication (sulfur, unspecified dosage). At the time of report, the lab result was still pending and the patient mentioned she would pick up the sulfur prescription later that day. On 04/06/2025, tech support contacted the patient and confirmed on 03/25/2025, the laboratory test results were negative for a mrsa infection. The patient declined to provide further information as she did not have time to speak. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information. H6 health effect impact code - temporary impairment.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with an infection which occurred four days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation, an infection, and soreness under the sensor pod area only. On (B)(6) 2025, the patient consulted an endocrinologist who advised to cleanse the area with alcohol and apply otc topical neosporin ointment. On the same day at 11am, the patient went to an urgent care clinic due to the patient developed a boil at the reaction site. An health care professional (hcp) performed an incision and drainage at the boil site to help release the pus and sent a sample to the laboratory. The patient was prescribed a course of oral antibiotic medication (doxycycline 100 mg, twice per day for seven days). On (B)(6) 2025, the hcp informed the patient that the lab results were positive for a methicillin-resistant staphylococcus aureus (mrsa) infection. She received a different course of oral antibiotic medication (citrofloxacin 500 mg, twice per day for five days). On (B)(6) 2025 at 2 pm, the patient went back to the same urgent care clinic because the infection did not subside, and she was prescribed an additional three-day course of the same citrofloxacin medication. On (B)(6) 2025 at 2:30 pm, the patient consulted her dermatologist who squeezed the infected skin, and took a sample for another lab test, and prescribed a different course of oral antibiotic medication (sulfur, unspecified dosage). At the time of report, the lab result was still pending and the patient mentioned she would pick up the sulfur prescription later that day. No additional event or patient information is available.